Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during equipment inspection, it was observed that the craniotome device was bent. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative:the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a drilled and bent leg also had a drilled neuro-tip. It was determined that the issue with the drilled and bent leg was indicative of excessive side loading, causing the cutter device to flex and to come in contact with leg of the neuro-tip. It was further determined that the issue with the drilled neuro-tip was failure to follow the directions for use. When the burr device was improperly loaded into the attachment device and then installed onto the drill device, the burr did not seat properly in the locking chamber. The attachment was forced into position which placed the distal tip of the burr in compression. At that point, the tip of the burr was in direct contact with the neuro-tip of the attachment. When the drill was started, the burr drilled into or through the neuro-tip. Therefore, the reported condition was confirmed. The assignable root causes were determined to be due to user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.